Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other report against the metal insert and no other reports against the femoral head since release to distribution. The investigation can draw no conclusion with the information provided. Per procedure, review of device history records is not necessary. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised. Reason for revision unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation received. It is alleged the patient suffers from pain and discomfort. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other report against the metal insert and no other reports against the femoral head since release to distribution. The investigation can draw no conclusion with the information provided. Per procedure, review of device history records is not necessary. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 9/20/16-pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2014 for a metal/metal hip. Lab levels indicated the chromium/cobalt levels were below 7ppb before the revision. There was no loosening of the cup/stem found during the revision. Litigation also alleged stiffness and metal poisoning. There is no new additional information that would affect the existing MDR decision.